Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was leaking from the filter; loss of therapy and spillage on the patient. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.